Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.

Event description:
The physician reports that the crystalens leading haptic caught on the incision, bent during insertion, then tore. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged lens. A second crystalens was implanted successfully.